Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. She started using insulin injections. Customer stated that when she was put a test strip into her blood glucose meter it was blank. Customer was not have a blood glucose meter on file. No harm requiring medical intervention was reported. The device will not return for the analysis.